Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia and hypoglycemia. Blood glucose level was 400 mg/dl which was treated with insulin pump. Customer had high blood glucose for two days and changed infusion set he normally took about 48 to 49 units a day and within 4 to 5 hours he had taken that amount and he was high all day and blood glucose kept climbing so he changed the set again and the next day blood glucose dropped to 43 mg/dl. Customer treated their low blood glucose with glucose tablets. Customer had been using insulin pump system within 48 hours of reported incident. Customer was not using auto mode feature at the time of event. Insulin pump will not be returned for analysis.